Event description:
It was reported that the patient underwent a degenerative scoliosis correction from t10-ilium and sometime post-operatively, the patient presented with pain at a routine follow-up visit and images revealed broken rods in the construct. According to the report, the patient underwent a revision to replace the broken rods with new ones. Patient status is unknown at this time. No further complications were reported.

Manufacturer narrative:
Exact date of event is not known. Only month and year are verified. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.